Manufacturer narrative:
Device evaluation: one device was received for investigation. The visual inspection reported no physical damage. The functional testing found that the switch works, but the stroke to turn it on is too long. Even if the l-70 is fully inserted into the main unit hl-90, the switch will not turn on. Customer problem was confirmed. The root cause was found to be the microswitch malfunction. Microswitch was replaced and adjusted. The DHR review indicated the reported device detected disposables properly and passed all functional tests including alarming for no disposable when disposable/temp check was removed and detected disposables without alarming when disposable/temp check was attached as recorded on the calibration data sheet. There was no record of rework or discrepancy.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the warming tube was attached to the fluid warmer, a disposable tubing connection failure alarm was issued. No adverse patient effects were reported by the customer. It was reported that no further information is available.